Event description:
Customer reported set snapped off at the first split septum port. There was no leaking of solution and nothing was connected to the port when the set broke. There was no injection being performed during the break. No report of pt or staff harm. Customer stated that no further pt or event information is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported set snapped off at first split septum port. The customer stated the set will not be returned because ot has been discarded.